Manufacturer narrative:
Manufacturer's investigation conclusion: low speed and pump stoppage events were confirmed through the review of the log file submitted by the account. Based on experience with the hmii lvas and similar reported events, the pump stoppage and hazard alarms that occurred while the patient was supported by the power module could be indicative of driveline damage. The submitted log file contained data from (B)(6) through 26jun2020. On (B)(6) 2020, a low speed operation event was captured when pump speed briefly dropped to 6660 rpm. A high motor current event was captured soon after, coincident with a drop in pump speed to 3320 rpm. This event was immediately followed by a pump stoppage with corresponding hazard alarms for low speed. All low speed and pump stoppage events occurred while the system was supported by the power module. No other atypical alarms or events were captured. The actual speed remained above the low speed limit for the remainder of the log file and the pump appeared to be functioning as intended. The account reported that abbott technical services was scheduled to be onsite on (B)(6) 2020 for an external driveline repair; however, the patient was to receive a heart transplant and a repair was deemed to be no longer necessary. Additional information indicated that heartmate ii lvas, serial number (B)(6) was not saved and will not be returned for evaluation. The patient reportedly received elevated transplant status due to pump failure. The heartmate ii lvas IFU outlines all system controller alarms as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the device was not saved and so it will not be returned. The patient's heart transplant was not considered routine. It was reported that the patient status increased due to pump failure.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported that the patient was transplanted. The pump will be returned for evaluation.

Manufacturer narrative:
Sections b1, b2, h1, h6: corrected data. Sections h3, d10: additional information. Manufacturer's investigation conclusion: the evaluation of the driveline returned with heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed wire damage that would have contributed to the pump stoppages and low speed events that were captured in the submitted log file. The submitted log file contained data from (B)(6) 2020. On (B)(6) 2020, a low speed operation event was captured when pump speed briefly dropped to 6660 rpm. A high motor current event was captured soon after, coincident with a drop in pump speed to 3320 rpm. This event was immediately followed by a pump stoppage with corresponding hazard alarms for low speed. All low speed and pump stoppage events occurred while the system was supported by the power module. No other atypical alarms or events were captured. The actual speed remained above the low speed limit for the remainder of the log file and the pump appeared to be functioning as intended. The pump was returned assembled. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was secured around the inlet tube with green sutures. The outlet elbow and proximal end of the sealed outflow graft were returned attached to the pump¿s outlet port. The outflow graft bend relief and distal end of the outflow graft were returned detached from the device. The pump appears to have been exposed to a fixative agent (e.g. Formaldehyde) post-explant. Evaluation of the sealed inflow and outflow conduits revealed no evidence of denatured or laminated depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. The driveline was severed approximately 7.0¿ from the pump housing. An electrical continuity test of the driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The silicone jacket and clear bionate layers were unremarkable. Breakdown of the metal braided shield was noted approximately 5.5¿-6.0¿ from the pump housing. Visual and microscopic inspection of the driveline wiring upon removal of the driveline layers revealed areas of damage on the brown and yellow wires approximately 6.0¿ from the pump housing. All areas of damage exposed the metal conductors and appeared to be the result of fatigue failure due to repetitive movement and abrasion against the metal braided shield in this location. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation and no additional areas of compromised wire insulation were identified. The yellow wire represents one of the two redundant wires that comprise phase 1 and the brown wire represents one fo the two redundant wires that comprise phase 2 of the three-phase motor. If the exposed conductors of any of the compromised wires contacted the metal braided shield while the system was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the pump stoppages and low speed events seen in the submitted log file (see below) while connected to the power module. The system also had the potential to produce a phase to phase short, during which an interruption in pump function could result if the exposed conductors of both compromised wires made direct contact with each other or simultaneous contact with the metal braided shield while the system was supported by an untethered power source (such as batteries). The relevant sections of the device history records for (B)(6) and for the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The current heartmate ii lvas instructions for use (IFU), discusses pump speed, power, flow, and pulsatility index in section 1, ¿introduction¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including low speed/flow advisory/hazard alarms, no external power alarm, and pump off, and the proper actions associated with them. This section also provides information on driveline care and cleaning. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The current heartmate ii lvas patient handbook, contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including low speed/flow advisory/hazard alarms, no external power alarm, and pump off, and the proper actions associated with them. In the event of a red heart/pump off alarm, the user is instructed to connect to a working power source right away and if connecting to power does not resolve the alarm, press any button on the system controller to attempt pump start and call your hospital contact immediately. The patient handbook also provides instructions in the event the pump stops in section 8 ¿handling emergencies¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a log file review was requested. The data showed pump stops and speed drops less than the lower speed limit on (B)(6) 2020. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. In order to prevent further interruption in support technical services recommended to keep the vad connected to battery power until further investigation is completed. There were no other unusual events recorded in the log file event history. It was reported that the x-rays were unremarkable. The photo shows the driveline covered in rescue tape. The vad team requested a driveline repair for the patient and was scheduled. It was reported that technical services was scheduled to be onsite for a driveline repair on (B)(6) 2020 but was contacted by the center that the patient will received a heart transplant and a repair would not be needed.